Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02263. It was reported the patient experienced ineffective stimulation due to high impedances. Reportedly, the patient experienced multiple falls. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was restored post procedure.